Event description:
It was reported by a customer in the USA that, the 840 ventilator keyboard lock would activate itself. There was no pt involvement.

Manufacturer narrative:
The technical service engineer troubleshot this issue with the customer over the telephone, recommended to replacing the keyboard, and to call back if the replaced part or tests did not correct the malfunction. There is no available info regarding the customer completing the repair of this unit. (B)(4).